Manufacturer narrative:
(B)(4). Summary: the device received for evaluation and it was found that the device met all functional requirements related to cartridge loading, cartridge unloading, needle passing, distal end rotation, and trigger actuation. Unrelated to the complaint description, analysis did identify that the articulation function of the device was damaged. The articulation movement was loose, and the distal end would not articulate fully to the left. Additionally, the articulation stops were not functional. The likely cause of the loss of articulation function was due to a device drop and subsequent deformation of the internal articulation camming mechanism function. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sleeve gastrectomy procedure on (B)(6) 2018 and the suturing device was used. During evaluation, it was discovered that the articulation function of the device was damaged. There were no adverse patient consequences reported. Another like device was used to complete the procedure.